Manufacturer narrative:
Three photos were received for quality evaluation. Examination of the photos show that there is leakage at the connection point between the texium connector and a bd smartsite connection point. The customer complaint of leakage was confirmed. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 10012241-0500 lot number 24095556 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter: umc lubbock has experienced several texium leaks - standalone and bonded - while infusing chemo / hd.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.